Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response. Device history record (DHR) review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The distributor the cable connection was weak resulting in the intermittent image loss. No defect was found at the time of shipment according to the DHR. Therefore, it is inferred that an image was not displayed by the cable being disconnected due to user operation, and this caused communication failure. The instructions for use includes the following statements that can prevent the issue from happening: precautions: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Manufacturer narrative:
Additional information is not yet available for this device. The device is will not be returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a therapeutic laparoscopy procedure, the device connection was weak resulting in intermittent image loss. The procedure was not completed. There is no reported harm to the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The patient's condition today is not known, however, the procedure was completed per the new reported information and no harm to the patient was reported at the time of the event. The device is not being used at this time. It was not repaired by a third party. When the new camera head is delivered, the device will be sent for end of life destruction.

Event description:
New information received that the failed at the end of the procedure. The procedure was completed with the same device as the failure was random.